Manufacturer narrative:
The hillrom technician found the siderail cable needed to be replaced. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in feb 23, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the head section was automatically going down when the rail was in the lowest position. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).